Event description:
Revision surgery - the patient had swelling and redness.

Manufacturer narrative:
The reason for this revision surgery was to remedy swelling and redness after ten days of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the swelling and redness was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.